Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between march 20, 2012 and march 21, 2012. The sample was not returned; therefore, a device evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused with a patient. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The manufacturing date is unknown. The customer provided additional information that the lot number was not 12c066; the lot number is unknown. No batch review was completed since the lot number is unknown. Should additional relevant information become available, a supplemental report will be submitted.